Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was performed and completed successfully. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was due to cardiac arrest. Prior to the event of death, the patient was hospitalized for unrelated events. The patient was not connected to the homechoice (hc) device at the time the unrelated events occurred. It was unknown if the patient received pd therapy during the hospitalization. On the same day of hospitalization, the patient passed away. An autopsy was not performed. No additional information was available at this time.